Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 month after dental implant was installed in intraoral region 6#, its non-osseointegration was observed. In addition, 45ncm of primary stability was achieved, the patient presented bone type iii, bone graft was executed and immediately load and immediate implant procedures were performed.